Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint "exposed wires on one device, teeth not aligned on second device." Failure analysis found the primary failure of severely bent grips to be related to the customer reported complaint. The instrument was found have severely bent grips, causing misalignment of the grips. There was 0.0790¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Probable root cause of the failure mode severely bent grip tips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an fenestrated bipolar forceps as it may have exhibited exposed wires. The customer reported event has no report of patient injury. On 12/16/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: exposed wires on one device, teeth not aligned on second device. Isi followed up with the initial reporter and obtained the following additional information: it was unknown which instrument exhibited the exposed wires. The issue was related to a broken steel wire rather that the conductor wire. No other details were known to the reporter. Items were sent for analysis.